Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited noise due to myopotential oversensing. The noise was reproducible with the deep breathing test. Programming changes were made and the patient was stable after the event. The patient will continue to be monitored with routine follow-ups.